Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 157 mg/dl. The customer stated that the pump was working intermittently. The customer stated that the pump will not respond to new battery and it stayed turned off. The customer stated that the pump did not show signs of physical damage. The customer stated that the pump was not dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline battery. The customer will be sent a replacement pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.